Event description:
Healthcare professional reported right side "any creases" and "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe, as it is not related to the device. Deflation: observed, two openings assessed, as surgical damage like. Crease/folding of implant: observed, creases on the device. Other-technical: observed, black particles in the inner surface of the valve. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Event description:
Patient reported, "right side pain and leaking". Healthcare professional, later reported, "deflation". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported, "right side pain and leaking". Healthcare professional later reported, "deflation". Device remains implanted.